Manufacturer narrative:
Siemens filed initial MDR (B)(4) on 17-may-2024. Additional information (10-may-2024): water or saline introduction into the reaction cuvette during testing due to an instrument malfunction may cause elevated concentrated carbon dioxide (co2_c) results. Siemens further evaluated the event and concluded that the introduction of water or saline into the reaction cuvette potentially contributed to the falsely elevated result. The service activities performed by the customer service engineer (cse) resolved the issue. The investigation conclusions code in was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a falsely elevated concentrated carbon dioxide (co2_c) result was obtained on a patient sample on an atellica ci 1900 analyzer. The initial result was not reported to the physician(s). The sample was repeated on the original analyzer. The repeat result recovered lower than the initial result and matched the patient¿s clinical presentation and history. The repeat result was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to a falsely elevated co2_c result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely elevated concentrated carbon dioxide (co2_c) result was obtained on a patient sample on an atellica ci 1900 analyzer. Quality control (qc) was acceptable on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse replaced vacuum valves, all probes in the reaction ring washer and reaction ring cuvettes; reset the wash probe alignments, performed vertical alignment, ran weekly maintenance and qc which passed; ran drain and fill tests. The cause of the falsely elevated co2_c result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.